Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the er320 was placed in the usual fashion to apply a clip to the cystic artery. A clip was placed, but appeared insecure. It was removed and another clip again was tried. This also appeared loose. The clips were spitting out of the jaws when it was automatically reloaded. The rep reported poor clip security. A new single sterile er320 was then used to finish the case without incident. There was no consequence to the pt.